Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/06/2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined. The root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.

Manufacturer narrative:
Sr-(B)(4).

Manufacturer narrative:
(B)(6). Describe event or problem - additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Data was provided for evaluation, it did not confirm the customer complaint. The reported event of transmitter failed error was not confirmed. The root cause could not be determined.